Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203vf intraocular plate lens. The lens was inserted into the eye and an anterior capsule tear was noted. Subsequently the dr performed an anterior vitrectomy. There was no pt injury and the pt is doing well.